Manufacturer narrative:
Device evaluated by MFR: the returned sentinel cps matches the information provided by the customer. Visual inspection of the returned sentinel cps revealed; the unit was returned with a non-boston scientific guidewire guidewire inserted in the sentinel cps. The guidewire was found severely damaged with jumped coils along its distal end and a portion of its core wire exposed. The proximal filter of the sentinel cps was sheathed. The articulating distal sheath (ads) of the sentinel cps was relaxed. The distal filter of the sentinel cps was un-sheathed and detached form its distal bond. The sentinel cps tri-layer was found detached from the coupler but still inserted in the guidewire. Microscopic inspection revealed several jumped coils were found along the distal end of the guidewire and a portion of its core wire exposed. Xray inspection revealed jumped coils along the distal end of the guidewire and underneath the tri-layer joint to the coupler of the sentinel cps. Attempts were made to advance/retract the guidewire. The proximal end of the sentinel cps was able to be advanced/retracted from the guidewire; however, the detached portion of the tri-layer is stuck in the guidewire. Excessive force was applied to the detached distal end of the sentinel cps and was able to move over the guidewire exposing jumped coils of the guidewire underneath the tri-layer joint to the coupler of the sentinel cps.

Event description:
Reportable based on returned device analysis completed 13 may 2021. It was reported that failure to advance on the guidewire occurred. A 190cm non-boston scientific (bsc) guide wire was positioned. A sentinel embolic protection system was prepared in accordance with the instructions for use (IFU). The sentinel embolic protection system was loaded onto the non-bsc guidewire. During advancement, the physician encountered resistance and the sentinel embolic system was unable to advance on the non-bsc guidewire. The non-bsc guidewire and sentinel embolic protection system were removed from the patient. A new guidewire and sentinel embolic protection system were successfully used in the completion of the procedure no patient complications were reported. Returned device analysis revealed distal filter detachment.